Event description:
Additional information was received from a company representative on (B)(6) 2024. It was clarified that the pump had not been replaced so the elective replacement (eri) date was correct, as the pump was implanted in 2018 and still in use. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2024. The date of the event was (B)(6) 2024. The patient¿s age and weight at the time of the event would not be made available. The pump was implanted in 2018. The date (B)(6) 2018 is considered an approximate date of implant (specific year known only). The serial number/software version of the model 8870 device used at the time of the event was unknown. It was indicated that the healthcare provider contacted initially technical services to obtain more information about eri having indicated 13 months and the n¿vision not working. The physician replaced the batteries and the n¿vision programmer started working properly again. Regarding the cause of the eri date having indicated 13 months verses the expected >70 months, it was clarified that the physician was wrong as they thought they replaced the pump in january of 2024, but in reality it was implanted in 2018. It was further noted that this year the patient had only underwent foot surgery. It was further noted that the indicated eri was correct. Actions or interventions taken was patient follow-up with reading the pump via a c linician programmer tablet and checking the patient¿s identification card with the year of implantation and serial number of the pump and double checking from the operating registrar that the pump was implanted in 2018 and had not yet been replaced since that year. The issue was resolved. The devices associated with the event remain in use.

Manufacturer narrative:
H.11.: the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2,000.0 mcg/ml at a dose rate of 259.9 mcg/day via an implantable pump. It was reported that that with the the n¿vision clinician programmer, at the refill session of a recently implanted synchromed ii pump, the elective re placement indicator (eri) date showed to be at 13 months instead of the expected >70 months, as reported in the previous interrogation done via the clinician programmer tablet. The date of the event was unspecified (day, month, and year unknown). All the rest of the settings, parameters, and refill date were set correctly. It was further reported that the flow rate was not high enough to justify the early eri calculation (2000 mcg/ml baclofen and 259.9 mcg/day - > 0.129 ml/day). The pump was described as new; hence they did not expect the pump to be affected by a known old field action. The healthcare provider was suspecting that the n¿vision programmer was not working properly anymore. It was being considered that best strategy to understand what it is going on, would be to interrogate the pump with a tablet and see the eri date. The healthcare provider confirmed that the patient was doing well, and no alarm was reported since the refill.

Manufacturer narrative:
Continuation of d10: product ID 8870 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.